Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. (B)(4).

Event description:
A nurse reported that a multifocal intraocular lens (iol) was exchanged for a monofocal lens. Additional info was received that the pt reported blurry vision and difficulty reading in low light. In a f/u an administrator reported the event resolved with treatment (lens exchange).